Event description:
Rptr alleged she couldn't test on her aviva system because of a power concern when she was vomiting and experiencing muscle pain. Rptr stated she attempted to give herself a bolus of 4 units through her insulin pump, but that had lost power as well and the bolus was not administered. Rptr stated that hours later, her fiance took her to the hospital where a result of 360-369 mg/dl was obtained on their system, she was diagnosed with ketoacidosis, "spilling ketones" and treated with insulin intravenously. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.